Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was admitted to the hospital due to abdominal pain as they had ruptured corpus luteum on (B)(6) 2022. On (B)(6), they underwent emergency laparoscopic evacuation of the right ovarian corpus luteum hematoma. After the operation, a foley catheter was placed to prevent urinary retention. Normal saline was injected into the urinary catheter balloon, and catheterization was successful. On (B)(6), following the doctor's advice, the nurse stopped for catheterization. When the nurse pulled out the catheter, they found that the fluid in the catheter balloon could not be drawn out, which made it impossible to remove the catheter, which lasted for a long time and caused great mental pressure to the patient, body pain and other discomfort. Finally, after consulting with a urologist, a urethral guidewire was inserted through the inflation port of the catheter, and then the liquid was drawn out, finally the catheter was removed. This kind of situation occurs after the routine operation of the urinary catheter, and the analysis might be caused by the blockage of the water injection hole of the urinary catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was admitted to the hospital due to abdominal pain as they had ruptured corpus luteum on (B)(6) 2022. On december 6, they underwent emergency laparoscopic evacuation of the right ovarian corpus luteum hematoma. After the operation, a foley catheter was placed to prevent urinary retention. Normal saline was injected into the urinary catheter balloon, and catheterization was successful. On december 7th, following the doctor's advice, the nurse stopped for catheterization. When the nurse pulled out the catheter, they found that the fluid in the catheter balloon could not be drawn out, which made it impossible to remove the catheter, which lasted for a long time and caused great mental pressure to the patient, body pain and other discomfort. Finally, after consulting with a urologist, a urethral guidewire was inserted through the inflation port of the catheter, and then the liquid was drawn out, finally the catheter was removed. This kind of situation occurs after the routine operation of the urinary catheter, and the analysis might be caused by the blockage of the water injection hole of the urinary catheter.